Event description:
It was reported by a registered nurse (rn) nurse that this patient on peritoneal dialysis (pd) therapy has peritonitis. There were no reported allegations that the peritonitis was related to any issues with fresenius products. In additional follow-up, the patient¿s pd nurse stated the patient was having symptoms of abdominal pain. As a result, on 7/sep/2023, the patient was seen in the outpatient pd clinic and had a pd culture obtained. The nurse stated the pd culture grew the organism leclercia adecarboxylate. The patient was treated with intra-peritoneal (ip) ceftazidime 2 grams on an outpatient basis. The patient¿s nurse was not able to identify the exact cause of the patient¿s peritonitis is unknown. However, the nurse confirmed the patient did not have any fluid leaks or issues with fresenius products in relation to this event. The nurse reported the patient is recovering from peritonitis and continues pd with the same cycler.